Event description:
It was reported that patient presented for in clinic follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited high defibrillation impedance. No changes or intervention was performed, and the patient will continue to be monitored. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.